Manufacturer narrative:
Section a2, a3: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was implanted and immediately explanted. It was then replaced with the same model and a lower diopter j&j lens. Additional information suggested that the surgeon could not get the haptics to line up, leading to the decision to remove the lens. The haptics were bent and it happened possibly due to a user error or a loading error. No further information was provided.